Event description:
Device 1 of 3. Reference MFR# report: 1627487-2012-05492, 05493. The patient is implanted with two scs systems. It was reported, the patient is experiencing discomfort at the ipg site. It was also reported, three of the patient's leads (from the same lot) may have migrated. It was reported two of the patient's leads (from the same lot) are not providing coverage like the trial system. The patient will undergo surgical intervention on a later date. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.